Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the stations screen was black because the drawer was not detected on the bus. A field service engineer (fse) opened the back panel and removed the back of the drawer for inspection. The engineer replaced both the module interface board and the drawer controller board reassembled the drawer closed the back panel and powered on the station. The drawer was then recovered and successfully passed diagnostic testing. There was no issue on the network. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating and screen went black. Remote support service shown offline. The customer attempted to restart the station, but the issue persisted. There were no delay or adverse events or injuries reported based on this event.